Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Evaluation of the returned device revealed that there was damage on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10126. It was reported that the catheter got stuck in stent. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. During percutaneous coronary intervention (pci), rotablation was performed by sizing up from 1.25mm to 1.5mm in the calcified lesion, a 2.25mmx32mm synergy" stent was then deployed. Post dilatation was performed with a non-bsc balloon catheter then an opticross" imaging catheter was advanced for intravascular ultrasound (ivus). A "pullback" was performed, the physician attempted to remove the ivus catheter but it got stuck because of the incomplete dilatation of the stent. The location where the catheter got stuck could not be determined by the physician and it could be in the most calcified site within the stent. The physician then pushed the catheter but it could not move at all. A non bsc 14 inch wire was inserted and it changed the stuck location. Balloon inflation was performed and the imaging catheter was then successfully removed from the patient's body. The procedure was completed with a another opticross" imaging catheter. No further patient complications were reported and the patient's status was good.